Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Attachment: medwatch report (B)(4).

Event description:
A user facility medwatch [uf/importer report (B)(4)] report was received which states: [describe the event or problem: dissected femoral artery during perclose /related to calcium in patient anatomy. Intervention needed to repair/ prevent permanent damage/ control bleeding. What was the original intended procedure? : tavr. No additional information was provided.

Event description:
User facility medwatch [uf/importer report # 1000870000-2023-8057] report received states: [describe the event or problem: dissected femoral artery during perclose /related to calcium in patient anatomy. Intervention needed to repair/ prevent permanent damage/ control bleeding. What was the original intended procedure? : tavr]. Subsequent to the initially filed MDR, device analysis noted: a posterior foot break was not returned and was found during evaluation of the returned device. The location of the detached foot is unknown. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. There is no malfunction reported to confirm. The lot history record (lhr) and a query of the complaint handling database for the reported lot is not required. The patient effect of dissection is listed in the electronic perclose prostyle instructions for use (eifu), as a potential adverse event of use of the device. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.a2 - age at time of event updated based on date of birth received subsequent to filing the initial report.